Event description:
It was reported that "the doctor found swg kinked during using on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a kit containing an ars, introducer needle, 2-lumen catheter, guidewire, and advancer for evaluation. Signs of use were observed on the advancer and guidewire. Visual analysis revealed that the guidewire had bending and kinking. The j-bend was misshapen but intact. Microscopic examination confirmed the kinks and revealed that the welds were present and were full and spherical. The kinks in the guidewire were located 31mm and 432mm from the proximal weld. The overall length of the guidewire measured 602mm, which is within the specification of 596mm - 604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the specification of 0.788mm - 0.826mm per guidewire product drawing. The guidewire was advanced through the returned inventory arrow raulerson syringe (ars)/18ga introducer needle subassembly. Resistance was observed at the location of the kinks; however, the undamaged portions of the guidewire were able to pass as expected. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed two major kinks across the guidewire. The guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing-related issues. Based on the condition of the guidewire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found swg kinked during using on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".